Event description:
A surgeon reported that one day following a glaucoma filtration device implantation, the shunt was touching the iris. The surgeon reported there was no pt harm. Add'l info has been requested.

Manufacturer narrative:
Eval summary: no data regarding product identify was received i.e. No lot or serial number was indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. There was no harm caused by this problem to the pt and the shunt remains implanted in the eye. Because no lot or serial number was indicated for this complaint, the root cause could not be determined. Add'l info has been requested. (B)(4).